Manufacturer narrative:
It was confirmed that issue was resolved by replacing the instrument. Intuitive surgical, inc. (Isi) has not received the instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the customer had some issues with the force bipolar instrument getting gummed up with tissue causing the instrument to get stuck on tissue. Prior to calling, the site was able to get the instrument released from tissue but noted it was very difficult to get the instrument out of the cannula. The procedure was completed with no reported injury.

Manufacturer narrative:
Additional information was received from the surgeon who stated that he could not recall the exact details of the event. He did recall that the wire of the force bipolar instrument broke while grasping tissue and he could not remove it through the cannula. Unplanned tissue was removed from where the jaws were grasping tissue and the area needed to be cauterized due to bleeding. He reported the bleeding was not a substantial amount of blood loss. He undocked and removed the instrument and cannula together. He did increase the port incision site to place a new port and continued the procedure with a backup instrument. The procedure was completed robotically. The patient has not returned to the hospital with any post-surgical complications due to this event.

Event description:
Refer to h10/h11 for follow-up information.